Event description:
It was reported that the customer was hospitalized on (B)(6) 2015 due to a high blood glucose level of 550 mg/dl. The customer's symptoms were vomiting, diarrhea, and not thinking straight. The customer treated her blood glucose level with insulin drip and fluids. The customer was in a diabetic ketoacidosis. The product was returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.